Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high gluc3 glucose hk result for one patient sample. The initial result was 126.9 mg/dl and the repeat result was 82.8 mg/dl. The erroneous result was not reported outside of the laboratory. The repeat result was believed to be correct. There was no allegation of an adverse event. The reagent lot number was 267424. The expiration date was requested but was not provided.

Manufacturer narrative:
The field service representative changed the gear pump head and performed preventive maintenance. The system was then working properly.